Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced, resolving the reported complaint.

Event description:
The hospital reported that, during the boot-up process, the unit had a system failure. There was no report of patient involvement.